Event description:
Pt endured 21 months of problems, pain, loosening, noise, "knashing," and inability to walk or climb steps normally. Three fine orthopaedic physicians had recommended replacement (contrary to the opinion of the physician who installed the biomet system). A new orthopedic physician completely removed and replaced all the knee components. After 4 mos pt's recovery has been totally positive in comparison to the first surgery change.

Event description:
Event was reviewed for medwatch reportability. Conclusion was made that event was not reportable as information received does not indicate event was due to a product problem. If biomet receives additional information that indicates a product problem was associated with this event, biomet will submit a medwatch report.